Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a damaged black power cable was confirmed. A review of the log files spanned approximately 13 days (19feb2021 ¿ 04mar2021 per time stamp). There were no notable alarms active in the log file and the pump maintained a speed at the set speed without issue. The heartmate ii system controller (serial (B)(6) ) was functionally tested and found to operate as intended during analysis. No atypical alarms were produced during testing. The black cable was found have a slight tear with internal wires exposed. The cable jacket was then sliced open to inspect for internal wire damage, no damage was observed to the insulation of the internal wires. All wire resistances were within specifications. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate ii patient handbook (rev c) instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate ii patient handbook (rev c) section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate ii instructions for use (rev b) section 8, ¿equipment storage and care¿ and heartmate ii patient handbook (rev c) section 6, ¿caring for the equipment¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight requested but not yet provided.

Event description:
It was reported that a warranty replacement for a system controller was requested for the patient. The patient's primary controller was changed out in clinic due to a tear in the outer protective coating of the black power lead. The patient stated that he was unsure about what caused the damage, but said that the cable would kink up and coil in on itself before it tore. The patient denied any alarms from the controller. The patient tolerated the controller exchange well. There was a second mcs nurse in the room to assist with the change.